Event description:
Event description guidant received information that shortly after the implant procedure, this device was unable to be interrogated by two different programmers. A third programmer was used but communication was not possible with the device. The same programmer was used successfully to communicate with a boxed device. The implanted device responded appropriately during magnet application but communication was not possible and guidant technical services recommended explanting the device. The device was returned to guidant for analysis.